Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she had changed her infusion set in the morning and received a blood glucose reading of 480 mg/dl, and when she changed her set again her blood glucose had escalated above 600 mg/dl. The customer did not feel symptoms of high blood glucose and treated her hyperglycemic episode with a bolus delivery. Troubleshooting was initiated to inspect the pump and its corresponding treatment components for damage and functionality. The customer confirmed that the basal rate in her pump settings had been changed recently and she was advised to verify the accuracy of the programming with her health care provider. A high pressure test was performed and the device passed. The customer was advised to change her entire infusion set, reservoir, and insulin, and treat per health care provider's instructions. No products were returned and two replacement infusion sets were shipped to the customer as a courtesy.